Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was having pain in hip. CT has been ordered-waiting on plan.